Event description:
Patient was having surgery for endovascular thoracoabdominal aortic aneurysm repair when the stent pre-maturely separated from the delivery system. Surgeon able to retrieve undeployed stent completely. FDA safety report ID# (B)(4).